Event description:
This is report 2 of 2 for (B)(4). It was reported by the customer that during a surgery on an open femoral shaft fracture utilizing the femoral recon nail advanced system, it was observed that the driving cap/threaded broke while screwed into the radiolucent insertion handle frn just proximal to the threaded portion of the driving cap/threaded. According to the report, his was due to the surgeon continuously hammering the driving cap/threaded without checking to ensure the driving cap/threaded remained fully inserted into the radiolucent insertion handle frn. It was reported that the driving cap/threaded loosened significantly, resulting in off-axis blows to the instrument and eventual breakage. The procedure was completed successfully with a delay of one minute. There were no adverse patient consequences reported. No additional information was provided. This complaint involves two (2) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Photos of the item was received as well and the findings were consistent with physical device investigation. Visual analysis of the returned sample revealed that the radiolucent insertion handle frn (product code: 03.033.001 lot number: l849567) has the broken portion of the mating device (driving cap/threaded) embedded inside. No other issue was found. A dimensional inspection for the radiolucent insertion handle frn (product code: 03.033.001 lot number: l849567) was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the radiolucent insertion handle frn (product code: 03.033.001 lot number: l849567) would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for the part: 03.033.001, lot: l849567; and no non-conformances were identified.